Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2006. Sought medical attention for redness and swelling at the piercing site about 4 days later. A simple removal was performed. An oral antibiotic was prescribed.

Manufacturer narrative:
Incident reported to inverness on 6/29/06. Requested info on 7/6/06. Earrings not returned to MFR for evaluation.